Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 70% stenosed lesion located in the obtuse marginal artery vessel. The physician attempted to implant a taxus liberte' 2.20x32mm drug eluting stent; however, the stent delivery system was unable to cross the lesion. Once the device was removed from the pt, the physician noticed that the "distal portion of the stent was out of the balloon catheter" and the stent was damaged. The procedure was completed with another of the same device. There were no pt complications, and pt was stable post procedure.